Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report# 1627487-2014-00413. It was reported the patient's (B)(6) peripheral leads (off-label) are not providing effective stimulation coverage to his lower back. A diagnostic test found an invalid impedance reading for one lead contact. The patient recently had his nerve endings burned which is said to have helped the pain.